Manufacturer narrative:
Device evaluation: returned device was received with broken loose back up capacitor that cause the issue and motor locked up due to the device has been dropped. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was not confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd legacy plus pump had an error 1720. No adverse patient effects were reported.